Event description:
The user received erroneous results for calcium for two weeks, and then received erroneous results for calcium, urea/bun, creatinine jaffe generation 2 (creatinine) and ammonia for quality control and patient samples. The user repeated testing for 27 patient samples originally tested on (B)(6) 2011 or (B)(6) 2011 and stated 19 results were erroneous. Of the data provided, the following results were discrepant. Urea/bun (in mg/dl): sample 1 initial result was 44 and the repeat result was 28. Sample 2 initial result was 102 and the repeat result was 57. Sample 3 initial result was 156 and the repeat result was 93. Creatinine (in mg/dl): sample 1 initial result was 0.95 and the repeat result was 0.67. Sample 2 initial result was 1.1 and the repeat result was 0.76. Sample 3 initial result was 4.11 and the repeat result was 3.1. The initial results were reported outside the laboratory. The user stated no patients were treated based on the erroneous results. The urea/bun reagent lot number was 63350901. The creatinine reagent lot number was 63093101. The field service representative determined there was an electronic failure of a water valve and replaced the valve assembly. To verify the analyzer operation, he performed flow checks and determined the water flow met specification. The user ran calibration and quality control with all results meeting specification.